Event description:
Reported blood glucose results of "196 mg/dl, 176 mg/dl, and 127 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The pt had no control solution to test the meter. No injury was reported. The product was replaced.